Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that in-stent restenosis occurred. In (B)(6) 2019, a 2.75 x 28 synergy ii drug-eluting stent was implanted in the 99% stenosed target lesion located in the distal right coronary artery-posterior left ventricular branch. The stent struts were sufficiently expanded and the stent appeared to cover the entirety of the lesion. In (B)(6) 2019, during coronary angiogram, an intimal hyperplasia at the point of the previous lesion in the mid section of the synergy stent was noted. The narrowing was recorded to be 90%. As a result and in the context of diffuse disease to the other coronary vessels, the patient was referred for a surgical assessment. No further patient complications reported.